Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a chronic driveline wound. It was reported that the patient has been on suppressive therapy for chronic driveline infection for three years. The cause has been trauma due to improper securement and poor adherence to dressing change protocols. Infection been only at the exit site not systemic, white blood count normal. No additional treatment planned other than strong recommendations to change dressings as directed. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.